Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during drain five of five of their therapy. The caregiver attempted to bypass the alarm but was ultimately unsuccessful. The patient also received multiple invalid sensor readings throughout the treatment. The cycler was rebooted but the m31 reoccurred. The treatment was cancelled and, upon removing the cassette, a fluid leak was identified within the cassette compartment of the cycler. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their nurse of the event. The cause of the leak was unknown. The patient was provided prophylactic medication following the leak. The cassette was discarded after the event. The patient did not develop any symptoms or require medical intervention as a result of the issue. The patient had manual supplies available to perform treatment without the cycler. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed an identified a small chip in the top left corner of the front panel bezel. It was also noted that the serial number sticker printing was faded and the heater tray paint was bubbled in the center of the tray. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test was performed and the cycler passed without any noted leaks during the evaluation. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.